Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of emboli and failure to delivery mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) that cascaded into expulsion was due to challenging patient anatomical conditions. Additionally, expulsion caused embolism and foreign body in patient. Lastly, the reported additional therapy/non-surgical treatment appears to be case specific circumstance as the clip was snared and removed from the anatomy post expulsion. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was removed from the anatomy and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda) and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient has a history of atrial fibrillation and patient anatomy included a posterior leaflet flail, chordal rupture and coaptation gap. Some difficulty was noted grasping the leaflets due to the coaptation gap and patient's atrial fibrillation; however, leaflet coaptation and insertion was satisfactory. The first clip delivery system (cds) was advanced into the anatomy and the xtr clip was implanted, in the region between the posterior 2 (p2) and posterior 1 (p1). After clip implant, a medial mitral regurgitation jet was noted; therefore, an ntr clip was implanted, medial to the first clip. The lateral mitral regurgitation jet increased slightly, and as the mean pressure gradient was low, the decision was made to implant a third clip. The third clip, an ntr clip, was advanced; however, during positioning, a single leaflet device attachment (slda) occurred, with the first clip (xtr) detaching from the posterior leaflet. There was no interaction between the clips. The third clip (ntr) was then implanted close to the xtr clip to stabilize the slda clip and reduce mr. However, upon deployment, the third clip (ntr) also detached from the posterior leaflet. The two slda clips (xtr and ntr) then completely detached from the anterior leaflet, and embolized. The clips were snared and removed from the anatomy. Only one clip remained implanted. Mr was reduced to grade 3. Post procedure, the patient was doing well. Per physician, the single leaflet device attachments (slda) were due to the pre-existing patient anatomy, and there was no leaflet injury due to the slda. No additional information was provided.